Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The user facility tested the roller pump upon it's return from the manufacturer. The pump was tested with 1/4" dry tubing at an occlusive setting.

Event description:
It was reported that during the use of the device for a non-clinical activity, there was a belt slip on the roller pump. This occurred when the pump was returned after a repair (see MDR #1828100-2014-00054). There was no patient involvement.